Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6014902, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 27-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6014902. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6014902 was manufactured according to the work instruction (wi) version 101 and manufactured in the multivac 14 on 16-aug-2025, with a total of (B)(4) units. The welding, lot 5g02594 was manufactured according to the wi version 34 and manufactured in the line ls11, on 12-aug-2025, with a total of (B)(4) units. The welding, lot 5h01431 was manufactured according to the wi version 34 and manufactured in the line ls24 - ls25, on 15-aug-2025, with a total of (B)(4) units. The sub-assembly. Gluing connector of the lot 5g04176 was manufactured according to the wi version 41 and manufactured in the gluing machine 3, on 11-aug-2025, with a total of (B)(4) units. The sub-assembly. Gluing connector of the lot 5g04177 was manufactured according to the wi version 41 and manufactured in the gluing machine 3, on 12-aug-2025, with a total of (B)(4) units. The sub-assembly. Gluing connector of the lot 5g04178 was manufactured according to the wi version 41 and manufactured in the gluing machine 3, on 12-aug-2025, with a total of (B)(4) units. The sub-assembly. Gluing connector of the lot 5g04179 was manufactured according to the wi version 41 and manufactured in the gluing machine 3, on 13-aug-2025, with a total of (B)(4) units. The sub-assembly. Gluing connector of the lot 5g04180 was manufactured according to the wi version 41 and manufactured in the gluing machine 3, on 14-aug-2025, with a total of (B)(4) units. The sub-assembly. Gluing connector of the lot 5g04181 was manufactured according to the wi version 41 and manufactured in the gluing machine 3, on 14-aug-2025, with a total of (B)(4) units. The sub-assembly. Gluing connector of the lot 5g04182 was manufactured according to the wi version 41 and manufactured in the gluing machine 3, on 15-aug-2025, with a total of (B)(4) units. The sub-assembly. Gluing connector of the lot 5g04183 was manufactured according to the wi version 41 and manufactured in the gluing machine 3, on 16-aug-2025, with a total of (B)(4) units. The sub-assembly. Gluing connector of the lot 5g04185 was manufactured according to the wi version 38 and manufactured in the gluing machine 3, on 16-aug-2025, with a total of (B)(4) units. The sub-assembly. Gluing connector of the lot 5e02160 was manufactured according to the wi version 38 and manufactured in the gluing machine 3, on 13-aug-2025, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 5h01241 was manufactured according to the wi version 67 and manufactured in the spot line 08, on 13-aug-2025, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 5h00352 was manufactured according to the wi version 67 and manufactured in the gluing machine sc08, on 10-aug-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code test results: no photo or physical sample was provided. In order to test the product, the returned sample(s) from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual test for complaints area version 3: on reference samples, 10 samples out 10 samples passed the test. Wi guidance for functional testing 1 air flow test for complaints area version 2: on reference samples, 10 samples out 10 samples passed the test. Wi guidance for functional testing 2 air leak test for complaints area version 2: on reference samples, 10 samples out 10 samples passed the test. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, 1 complaint in thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was admitted to the hospitalized on (B)(6) 2025 due to diabetic ketoacidosis (dka). The blood glucose level at the time of the event was 555mg/dl. The patient got treated with intravenous and fluids of saline and insulin. The patient was released from the hospital on (B)(6) 2025. No further information available.